Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter would not power up despite moving the transmitter to a different outlet. The prongs were removed and the green strips looked charred. It was noted that there was a storm lightning strike prior to the incident. The transmitter was exchanged.

Manufacturer narrative:
Final analysis confirmed the reported field event of charring in the laboratory. The device was evaluated and noted burn marks on the printed circuit board. It is believed that the burn marks were caused by high current flow from lightning strikes.